Manufacturer narrative:
The insulin pump was received with a button error alarm and no button response due to corroded keypad traces. The pump had moisture damage on the electronics. The following physical damage was also noted: a broken reservoir tube lip, a cracked reservoir tube, cracked battery tube threads, and minor scratches on the display window. (B)(4).

Event description:
The customer reported via phone call that he wore his insulin pump when he went into a pool and he received a button error alarm. The patient's blood glucose at the time of incident was 115 mg/dl. Troubleshooting was initiated for the button error alarm. The customer stated that he was in about four feet of water, and that the pump was not completely submerged. The pump was working fine at first, and after ten minutes the pump alarmed with button error. The button error could not be cleared. Troubleshooting then occurred for pump exposure to fluid. No moisture could be found inside of the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.